Manufacturer narrative:
Date of report: 07sep2021.

Event description:
The customer reported that a ventilator had a frozen touchscreen during initial set up. The device was being set up for therapy at the time the issue was discovered. There was no patient involvement, patient or user harm or delay to patient therapy. The device was evaluated by the customer and a philips field service engineer (fse). It was reported that the issue could not be confirmed nor duplicated. The fse tested the device and could not confirm nor duplicate the reported issue. Therefore, no parts were replaced, and the issue was said to have been resolved. Full functionality was confirmed, and no fault was found.